Manufacturer narrative:
The condition of air detected alarm even when there is no air was confirmed but not duplicated. The root cause was determined to be the air in line printed circuit board being out of calibration. No repairs have been performed at this time since this is a baxter owned device. Additional information: this device utilizes user interface module master software version 5.09.90 categorized as remediated. A service history review revealed that there were no previous service events related to the reported condition. (B)(4).

Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of air in line - false alarm. (B)(4)

Event description:
The facility representative reported a colleague infusion pump with an air detected alarm when there was no air. The reported condition occurred during delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.